Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous left anterior descending artery. The extra s'port guide wire was placed successfully across the lesion, after which the 2.75x08 mm otw xience xpedition stent delivery system (sds) was advanced; however, due to resistance with the guide wire, it did not cross. Resistance was also felt with the guide wire during removal of the sds and it could not be fully removed. Another guide wire was advanced across the lesion to maintain vessel access, after which the guide wire and the sds were removed together as one unit. Two xience xpedition stents were able to be placed successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75x08mm xience xpedition referenced is being filed under a separate medwatch MFR number.

Event description:
Correction: it was a 2.75x33 mm otw xience xpedition involved in the event and not a 2.75x08 mm as previously reported.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified.